Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected pump error 53 alarm noted during the testing. Successfully downloaded history files and traces using thump. Per r&d engineer, the following analysis was based on the diagnostic traces and pump history ( the detailed traces do not cover the timeframe of the incident). Pump error 3 alarm and pump error 53 alarm (file number: 2002 32107 line number: 1541 458) were recorded and found in the formatted history file on: 04/16/2023 10:32:34.000. 04/16/2023 11:49:39.000. Pump error 3 alarm and pump error 53 alarm were confirmed, suspected on hw. Pump error 19 alarm (filenumber 114 linenumber 981) was recorded and found in the formatted history file on: 04/16/2023 11:49:28.000. Pump error 19 alarm was confirmed, suspected on hw. Pump error 37 alarm (file number: 121 line number: 729) was recorded and found in the formatted history file on: 04/16/2023 12:06:27.000 pump error 37 alarm was confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 16-apr-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 04/16/2023 10:35:20.000 04/16/2023 10:57:34.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 04/16/2023 10:32:37.000, 04/16/2023 10:33:06.000, 04/16/2023 10:33:24.000, 04/16/2023 10:35:42.000, 04/16/2023 10:35:52.000, 04/16/2023 10:45:00.000, 04/16/2023 10:46:17.000, 04/16/2023 10:46:30.000, 04/16/2023 10:56:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 2 days prior to the event date 16-apr-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-apr-2023 at 4:06:55 am. There was no power data available for the event date of 16-apr-2023. Unable to check power data for failed battery alert/battery failed alarm. No failed battery alert/battery failed alarm noted during testing. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 3 alarm, pump error 53 alarm (file number: 2002 32107 line number: 1541 458), pump error 19 alarm (filenumber 114 linenumber 981) and pump error 37 alarm (file number: 121 line number: 729) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53). Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.